Manufacturer narrative:
An investigation into a product issue while using the vitek® 2 xl blue mod colorm ((B)(4)) was performed. The customer reported several cards could not be found in the vitek® 2 and as a result, the tests had to be repeated. The customer provided the following list of sample ids, organisms and dates for the missing isolates. An analysis of the vitek® 2 instrument back up was performed to aid in the investigation into this event. An initial query of the database for the missing sample ids was performed; however, they were unable to be located by a search for the ids alone. A secondary query of the database was performed while using a wildcard character and all sample ID's were found within the database. The samples ids had a leading "16y." The "16y" designation is added to the sample ID when the data is archived into the long term data storage area. The isolates had been aged to inactive according to the customer's "age to inactive" setting and were no longer locate-able in the view and maintain isolate (vmi) view. The isolates had been properly run, organisms assigned, finalized and uploaded to the customer's lis system within minutes after completing. The isolates were then reviewed and/or approved by the user labsuper within 24 hours of the isolates completion. Because the isolates had been aged to inactive, the lab reports are now only accessible using the "search long-term data storage" area of the software - which is accessible from the main menu. Based on the results of the investigation, the complaint could not be confirmed and the product is operating within specifications.

Event description:
A customer in (B)(6) notified biomérieux of a product issue associated with vitek® 2 xl blue mod colorm ((B)(4)). The customer reported several cards could not be found in the vitek® 2 and as a result, the tests had to be repeated, which caused a delay of greater than 24 hours in obtaining results. An internal biomérieux investigation will be initiated.